Manufacturer narrative:
An evaluation of the involved duet suture anchor could not be performed, as the product was not returned from the customer. A review of the device history record found of a lot containing 537 units, there were no other similar reports received. In addition, a review of device complaint records during 2 years period found no other similar complaints and no injuries related to this reported problem. The duet suture anchor is indicated for use in arthroscopic or open surgical procedures to reattach soft tissue to bone. It is indicated for rotator cuff repair procedure. To reduce the risk of patient injury, the instruction for use of this device recommends the following safety precautions and contraindication measures: conditions that may compromise anchor fixation (osteopenic, osteoporotic, or comminuted bone, pathologic conditions in the soft tissues to be attached, etc). Conditions that may retard healing (poor blood supply, past or potential infection, etc). Active infection. Conditions that may limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Foreign body sensitivity to materials. Patients with suspected or known allergy to the implant or suture materials. Patient must also follow appropriate instructions for post-operative care and rehabilitation in order to prevent premature load bearing and other complications. Device was not returned from the user.

Event description:
A product experience report was received from conmed linvatec, (B)(4) regarding a female patient, who underwent a secondary surgical intervention approximately one year after the implantation of a duet suture anchor reportedly due to the anchor pulled out. The report indicated that the original surgery took place on (B)(6), 2009 with no problems noted other than the patient's pre-existing condition of poor bone quality. The surgeon reported that he had no involvement in the post-operative care of the patient following the original surgery. The patient subsequently went to a different surgeon and hospital in another city for a second surgery, which was performed on (B)(6), 2010. Due to litigation, no detail information regarding the second surgery and/or patient outcome was available.